Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient's parent reported that the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted. On (B)(6) 2024, the cgm reading was 90 mg/dl and there was no bg reading taken, the patient was sick and vomiting. The parent took the patient to the hospital, there they took a bg reading which was 600 mg/dl and the cgm reading was 89 mg/dl. The patient was treated with insulin. He stayed in the hospital for one and a half days and was discharged on (B)(6) 2024. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.